Manufacturer narrative:
Initial reporter facility name: (B)(6). Initial reporter phone: (B)(6). Investigation summary: you can see in the picture a slight black spot on the tip of the pivot, possibly due to an ink stain, which can be caused to occur in the nozzles of the marker, this as a result of the viscosity was not within the specified DHR: in the review of the batch record there are not non-conforming pieces were reported during the monitoring in the frequency control and additional the lot was inspected according to the current work instruction with satisfactory results for the characteristics required for it is approval including functional tests. The lot was manufactured in line 5 in 4 shifts with a total of 32 hours during which the production is monitored through the frequency (B)(4) rev.17 in the marking stage, attributes such as: adhesion of ink, quality are verified of marking, density of the marking, during the frecuencial (B)(4) pieces are taken per hour, completing a total sample size of (B)(4) pieces with a limit of acceptance of (B)(4) and rejection of (B)(4). No non-conforming parts were registered. The lot was inspected according to the current work instruction with satisfactory results for the characteristics required for it is approval including functional tests. There is no physical sample of the defective only photographs, you can see in the picture a slight black spot on the tip of the pivot, possibly due to an ink stain, which can be caused to occur in the nozzles of the marker, this as a result of the viscosity was not within the specified root cause: spillage of ink in the silicone nozzle, this is because there was possibly ink dripping due to the base of the ink level sensor not being properly adjusted, which could cause ink stains in the silicone nozzle. Confirmed: the defective may have been generated during the manufacturing process in marking. The following actions will be taken: change the location of the sensor to avoid movements. Generation of weekly cleaning records of the marker for line 5. No CAPA needed at this time.

Event description:
It was reported that the bd plastipak¿ syringe had foreign matter inside ¿where the needle is inserted.¿ found before use. No serious injury or medical intervention noted.